Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, bleeding menstrual heavy, menses irregular, menstruation abnormal, cystoscopy, constipation and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: loseasonique from (B)(6) 2010 to (B)(6) 2011, loestrin from 2001 to 2009, inatal gt, zantac and seasonale. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013 for oral contraceptive. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (robotic assisted hysterectomy (full) using da vinci robot, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximate weight at the time of essure placement (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Cystoscopy - on an unknown date: bilateral ovaries and tubes were normal. Uterus was normal.. Hysterosalpingogram - on (B)(6) 2012: stopped because of difficulty accessing external tubal ostia. X-ray - on (B)(6) 2012: total bilateral occlusion. Single ap view of the pelvis demonstrates 2 liner metallic densities consistent with essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs and mr received - case become incident and valid. New event pelvic pain, vaginal hemorrhage, menorrhagia, dysmenorrhea and dyspareunia were added. New reporter and consumer address were added. Patients information (date of birth and height) were added. Product information (essure implant date and removal date) were added. Concomitant medication, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.